Event description:
It was reported that the lead had high impedance, there was a lead warning and a pacing failure. It was also reported that a lead fracture around the anchoring sleeve was verified by an x-ray photo. The lead was replaced at a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and the proximal conductor was fractured. It was noted that the distal conductor had blood/body fluid (not obstructed), the outer insulation had a cosmetic cut and the outer insulation was breached cut.

Event description:
It was reported that the lead had high impedance, there was a lead warning and a pacing failure. It was also reported that a lead fracture around the anchoring sleeve was verified by an x-ray photo. The lead will be removed and replaced at a later date. No patient complications have been reported as a result of this event.